Manufacturer narrative:
(B)(4). The service engineer (se) replaced the graphical user interface (gui) printed circuit board (pcb).

Event description:
It was reported that the 840 ventilator alarmed and had blank display. The ventilator was not in use on a patient at the time of the event.